Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/27/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 90-100 ml of fluid. Patient remained stable throughout the procedure product investigation summary: the returned catheter was visually inspected detail and it was found in normal conditions. Then, per the reported event, the catheter was tested for electrical performance and generator test. The catheter was found to be within specifications. A deflection test was also performed and the catheter passed. The catheter reported was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Additionally, eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 12/21/2017, bwi received additional information regarding this event: the patient was a (B)(6) year-old male. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. Transseptal puncture was performed with a cook medical 71cm transseptal needle. A daig 8.5 french sl0 sheath was used. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min while ablating at less than 30 watts and 15 ml/min while ablating at greater than 30 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value or catheter proximity. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any bwi equipment during the procedure. Concomitant products: cook medical 71cm transseptal needle, catalog and lot numbers unk. Daig 8.5fr sl0 sheath, catalog and lot numbers unk. Carto 3 system, catalog and serial numbers unk. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 90-100 ml of fluid. Patient remained stable throughout the procedure. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.